Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that the scs never helped with the arachnoiditis pain from the first implant. The patient had to turn up stimulation and then was not able to move so the patient would have to turn stimulation down. The patient also stated that their first ins was faulty, and the ins was dead so it was replaced. No further complications were reported or anticipated.